Manufacturer narrative:
H11: a device service history review was performed and revealed that no similar events were identified on this device, so the affected module had never been replaced since installing the s5 console in 2020. Bubble sensor under-sensing issue can be caused by: - defective bubble sensor cable; - defective bubble sensor module; - bubble sensor not properly connected to its module (user error). Based on above, the most likely root cause of the reported event could be an intermittent electrical failure of the bubble sensor and/or module system.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5: there was no patient involvement. H11: livanova deutschland manufactures the bubble sensor. The bubble sensor module and bubble detector 23-07-50 were replaced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during maintenance, the bubble sensor for 3/8 tubing was malfunctioning. There was no patient involvement.